Event description:
Filter broke loose from the connection to the IV tubing set after being appropriately connected and leaked onto the floor. Chemotherapy spill had to be cleaned by nursing staff. FDA safety report ID # (B)(4).